Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. Prior to an emergency procedure, the patient was preoperatively prepared with a radial artery puncture. At the start of the procedure, the customer was not able to move the system and reported a warning message. A system power off and on was not able to resolve the error. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. According to log analysis and lab simulation, it is assumed that the table proxy switch was activated due to a collision which occurred on (B)(6) 2022. This resulted in limited movement of the system and the proxy switch was not reset successfully at that time. Therefore, the system was not able to be used on (B)(6) 2022. The customer checked the table proxy switch and reconnected the switch cable connector via remote service support. Following the correction, the system is back to normal and operating correctly. No systematic issue was identified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.